Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Blood glucose was as high as 380 mg/dl. Reportedly, insulin delivery was resumed without a supply change. Reportedly, insulin was observed dripping out of the infusion set tubing as expected and no damage was noted to the infusion set cannula. Reportedly, customer had manual injections available as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been performed and the alleged issue was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned.